Manufacturer narrative:
Conclusion: cause of event cannot be determined at this time, as analysis has not been completed. Conclusion: the prod has been received, but at the time this report was generated, the analysis had not been completed. Without analysis results, no definitive conclusions can be drawn at this time. Upon completion of the investigation, a follow up report will be submitted.

Event description:
Medtronic received info that the pt with this mechanical heart valve expired 11 months post implant. An autopsy was performed, and it was reported that the pt had a cerebrovascular accident, and that the valve had malfunctioned. The specifics regarding the reported malfunction were not provided. The device was explanted during the autopsy, and was given to the pt's family. Medtronic has requested a copy of the autopsy, and has sent a return kit to the family to have the valve returned for analysis.